Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in operating room for device change out. When the atrial lead was connected to the atrial port of the new device, the pulse generator exhibited high impedance measurements. The lead was tested with the pacemaker system analyzer and tested within range. The device was implanted and programmed to atrial unipolar pacing. The patient's condition was stable before and post procedure.